Event description:
A journal article was retrieved from international orthopaedics (2023) that reported a prospective clinical study. The purpose of the study was to evaluate the ipsilateral quadriceps tendon as a source of autograft in revision anterior cruciate ligament (acl) surgery. The study reviewed 30 sequential cases with acl failure initially operated with hamstring autograft during the primary surgery. The indication for revision was history of primary acl reconstruction using the hamstring tendon autograft with recently symptomatic knee pain and/or giving way, instability with positive lachmann and/or anterior drawer test, or MRI evidence of indiscernible graft. All surgeries consisted of harvesting the central portion of the quad tendon adjusted and stitched from both ends during length preparation using n 2 maxbraid sutures (zimmer biomet). Fixation was achieved with double fixation using competitor interference screw. It was reported in a journal article that one patient experienced an onset of dvt postoperatively on an unknown date following a revision acl suturing surgery. This patient was medically managed. The rehabilitation protocol of this patient was slowed down, and mild joint stiffness developed. None of the cases indicated a re-rupture of the graft. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in egypt. G2: abouheif, m., sharaby, m.m.f. Revision anterior cruciate ligament reconstruction using the ipsilateral quadriceps tendon autograft: a modular reconstructive option. International orthopaedics (sicot) 47, 2967¿2976 (2023). Https://doi.org/10.1007/s00264-023-05878-8. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Procedural related complications are influenced by the type of surgery, patients' pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.